Event description:
Globus learned of a revision surgery which took place (B)(6) 2011. Original surgery was performed (B)(6) 2010. Patient underwent back surgery utilizing transition. Rods were inserted at level t10-l5 with pedicle screw placement. Patient complained of pain, and it was discovered rod had broken. Revision surgery took place (B)(6) 2011 to remove broken rod at the t12 level.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Since no explants were received for this case, no analysis could be conducted. The exact cause of the breakage cannot be ascertained.